Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer used a backup insulin pump to ensure uninterrupted insulin delivery.